Event description:
Reportable based on device analysis completed on 26march2026. It was reported that the device was unable to cross. The patient presented with in-stent restenosis (isr) for a percutaneous coronary intervention (pci). A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. Following pre-treatment with balloon angioplasty and confirmed with intravascular ultrasound, the agent dcb was inserted but was unable to cross the target lesion. The device was removed and the procedure was completed with a another of the same device. There were no patient complications, and the patient fully recovered. However, the return device analysis revealed a tear was noted to the outer shaft polymer extrusion.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It is not possible to test the device for navigation through patient anatomy during analysis. The unreported shaft polymer extrusion tear was most likely caused due to unintentional interaction between the user and the device, at which stage of the procedure/packaging it occurred cannot be established.